Event description:
It was reported when using the bd pyxis¿ es server, had a medicaiton not linking to pyxis and pharmacy emr for dispense location. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device serial, medical device model, unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not linking to the pyxis system and the pharmacy electronic medical record (emr) for the dispense location. A technical support specialist sent enterprise server 1.6 deployment guide to the health information technology (hit) team. The hit team successfully applied the fix, the devices began showing as online in remote smart services (rss), contacted the information technology (it) team, confirmed that the server was communicating with the stations and proceeded for case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, had a medication not linking to pyxis and pharmacy emr for dispense location. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.